Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root cause of the optical signal issues was most likely patient condition related as no issues with the optical sensor were noted and the central venous pressure was able to return to normal. The root cause of the placement signal issues was most likely due to sensor drift of the dp sensor. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. The complainant reported that the placement signal not reliable alarm occurred. The staff reported that the patient coughed and the placement signal numbers became skewed. The audio was then disabled. There was no reported harm or injury to the patient.